Event description:
A report was received that the patient will undergo a pocket revision due to pocket pain.

Event description:
A report was received that the patient will undergo a pocket revision due to pocket pain.

Manufacturer narrative:
Additional information was received that the patient's ipg was relocated. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.